Manufacturer narrative:
Document review: amistem h cementless femoral stem size 5 std. Ref. 01.18.135/lot 130602 ((B)(4) stems produced): no anomalies found related to the problem occurred. (B)(4) stems belonging to this lot have been already sold without any other similar incident. Versafitcup cc liner (k103352): ref. 01.26.3248hct/lot 130082 ((B)(4) liners produced): no anomalies found related to the problem occurred. (B)(4) inserts belonging to this lot have been already sold without any other similar incident. Ceramic ball head manufactured by (B)(4) and not marketed in the USA: ref. 38.49.7175.675.00/lot 762544: (B)(4) head bought by medacta and all already sold, without any other similar incident. From the data collected, we have no evidence that the event is device related.

Event description:
Imp reference - (B)(4).